Event description:
It was reported that the customer needed assistance updating the time and date settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer correct the time and date and advised them to monitor for any future discrepancies, ensuring they understood that an incorrect date does not affect insulin delivery but can impact uploads and reports.